Manufacturer narrative:
Based on the info received and the visual results, it was concluded that the retaining pin was not fully forward prior to dialing the adjusting knob into firing range. This is evidenced by the visible damage to the instrument. It should be noted that as the instrument is shipped in the locked out position, it is imperative that the retaining pin must be fully forward and completely into the anvil hole prior to dialing the adjusting knob into firing range. The gray retaining pin tab must be fully flush against the distal end of the track. This will unlock the instrument and allow the instrument to perform as designed. Additionally, if the instrument is fired with the retaining pin not fully forward, it will cause the staples to not connect properly with the anvil and may cause the staples to be malformed. Manufacturing and engineering have been notified of the reported incident. Co strives to understand each incident as it is reported in order to continuously improve co's products.

Event description:
The device was used duirng a gastrectomy (sub-total) procedure. It was reported by the affiliate setting the adjusting knob, the surgeon fired the device, he heard something broken in the device. It was reported by the affiliate when fired the tlh90, "half the staples were not closed on the stomach, which means half the staples in the cartridge stayed in the cartridge, not even being fired."